Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the multiple pockets were failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the multiple pockets had failed. A technical support specialist confirmed that the issue had been resolved on the customer¿s side. The issue appeared to have started after the migration from version 1.6 to 1.8. At the time of reporting, the device was functioning properly. A field service engineer verified the device, ran a report to review historical data, and identified issues with main 2-2. The fse powered down the device, reseated all connections, and ran diagnostics to ensure full operation. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the multiple pockets were failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.